Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient thought their stimulation was set on ¿a through f on the middle¿ and they said they thought they were currently on group g. They reported that two days ago, the settings switched over to group c. The patient mentioned that they know how to adjust the settings (¿they could do that in their sleep¿), but they stated that apparently, they bumped something. The patient stated that because it was switched over to group c, they were only feeling stimulation on their right side, when they should be feeling it in three different places (their legs, lower back and above that a little bit). The patient stated that they were trying to switch it, but it wouldn't stay on group g. The patient said the reason for their call was to get assistance with moving the group settings over to group g. Patient services had the patient sync their patient programmer with the ins and the patient reported that the ins was on and currently on group c at 4.50v. It was reported that the patient didn't know how they got to group c, but confirmed that they did not have adaptive stimulation. It was reviewed how to adjust to group g and the patient confirmed that they were successfully able to switch over to group g and that their ins was on. The patient also mentioned they wanted to go to 4.50v on group g. It was confirmed that they could now feel it in their legs lower back and above that because they were on group g (¿the way it should be¿). It was also confirmed that their stimulation was comfortable. Troubleshooting resolved the reported issue. It was reported that the event occurred two days ago in (B)(6) 2017. No further complications were reported/anticipated.